Manufacturer narrative:
The device was returned for analysis. The reported ¿after deploying the needles of the prostar device, not all needles were visible in the hub¿ could not be tested/confirmed, due to device components not being returned. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, after deploying the needles of the prostar device, not all needles were visible in the hub. Needle backdown was performed and device removed. The sutures of one new prostar were successfully pre-placed. The sheath was upsized to greater than 8.5f sheath and the evar was completed. Hemostasis was achieved with the pre-placed prostar sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.